Event description:
It was reported that the lead impedance warning was tripped on the right ventricular lead. Unipolar impedance was higher than the bipolar, and when it was attempted to program the lead back to bipolar, the warning would trip and the polarity would switch back to unipolar. It is believed that this may be caused by an insulation breach. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.